Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that the irrigation tube came out of the packaging bent. The tubing system was recognized and detected as functional prior to surgery. During the procedure, the pt experienced a flattening of the anterior chamber of the eye. The case was completed without harm to the pt. The surgeon indicated this event was caused by "missing irrigation pressure" due to the bent tube. Add'l info has been requested.